Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
It was reported that during a hip procedure, the locking ring on the cup was found damaged. When going to assemble the head, the locking ring was noticed as broken and the liner was not seating. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrected: it was determined this product within the report is the correct complaint component and should be captured in a new initial medwatch report. G2: foreign ¿ event occurred in canada. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). G2: foreign: canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the device¿s ring lock was found broken upon opening the box. During inspection prior to use, the ring lock component was observed broken while still in its packaging. The device was not used, and no procedure was performed. No environmental conditions were reported. There was no patient involvement. It was reported that no further information is available.